Event description:
Procedure type: unk. According to the reporter: in 2009, the pt was seen for scar revision. At approximately 22 days later, an abcess formed on the lower portion of the revision, worsened, and required antibiotics. At about one month later, the pt was seen and the wound explored, sutures were intact and removed. Pt will need revisionary. The pt is reported as stable.